Event description:
A physician reported that an anterior chamber of eye was unstable during ultrasound and irrigation aspiration mode in a cataract surgery, the surgery was continued as it was and completed. There was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).